Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, the infusion set haven't been lasting only two day and they tend to clog and the insulin pump can't deliver insulin. Customer stated he has been waking up to blood glucose up to 500 mg/dl. Customer state previously used them for five days. Customer declined any troubleshooting since he was at work. Customer is not returning the insulin pump for further analysis.